Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's entire scs system was removed. The pt has lost a substantial amount of weight and she has not used or charged her scs system for 2 years. It is unknown why the pt stopped using her scs system.